Manufacturer narrative:
Product ID: 8709sc, lot# n172543001, implanted: (B)(6) 2008, explanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient implanted with a pump for non-malignant pain and failed back surgery syndrome. The drug in the pump was noted as the old drug previously in the pump. The current drug in the new pump was morphine at an unknown concentration and dose. The patient had a confirmed pocket infection in 2015 with symptoms of fever and redness. The pump was placed (B)(6) 2015 and was removed (B)(6) 2015. The infection was associated with implant and was considered resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.